Manufacturer narrative:
(B)(4). The customer claims device had an op-check failure. There was no pt involvement. Philips evaluated the device and confirmed the fault. It was found that the connection from the therapy pca of j8 to the power pca was disconnected from the connector port. The power pca was unable to recognize the 50 ohms load. The cable was reinserted in power pca to correct the issue. The device passed all tests and was returned.

Event description:
The customer claims device had an op-check failure. There was no pt involvement.